Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced. Reportedly, the customer did not perform the air removal process and was overfilling the cartridges with 320 units of insulin. The customer was able to successfully fill the cartridge. Customer's blood glucose level was not impacted.